Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 13 and a half years remaining longevity. During the recent check, the device showed 6 years remaining longevity. Analysis showed that the power consumption was increased. This power appeared to be related to an increase in radio frequency usage which may be due to sub optimal placement or interference in the communicator environment. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 13 and a half years remaining longevity. During the recent check, the device showed 6 years remaining longevity. Analysis showed that the power consumption was increased. This power appeared to be related to an increase in radio frequency usage which may be due to sub optimal placement or interference in the communicator environment. As of this time, the device remains in service. No adverse patient effects reported.